Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On july 05, 2022, the customer alleged was for hardware low level failure and battery failed. The device passed the displacement test, sleep current test, active current test, and self-test. Successfully downloaded history files and traces using thump. No hardware low level failure alarms during testing. Hardware low level failure(variable 15) was present in the history download on event date of july 21, 2022 10:42:28.000. Tested with a test p-cap and the test p-cap locked in place properly. No unexpected failed battery alarm during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: failed battery alarm on july 21, 2022 10:42:31.000. Device was cut open to perform visual inspection and found moisture damage on the electric board, motor, and force sensor. Stuck key alarmed noted during testing at october 10, 2022 06:10:36.000. Device passed the keypad voltage test. The electric board was locked properly during visual inspection. The following were noted during visual inspection: scratched case, stained keypad overlay, broken belt clip rails (minor chipped), and pillowing keypad overlay. Hardware low level failure confirmed due to hardware anomaly, problem isolated to the electronic assemblies. Failed battery alarm was not confirmed. Stuck button alarm was confirmed during testing. Moisture damage confirmed on the electric board, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.